Manufacturer narrative:
Company representative found three out of nine telepacks needed replacements and trained the customer on how to effectively troubleshoot; trained clinicians how to obtain mindray clinical support to avoid sending non-defective telepacks for repair.

Event description:
Customer requested the company representative to evaluated the panorama central station and ambulatory telepacks due to various issues, which may have affected in ambulatory telemetry monitoring. No patient injury was reported.